Manufacturer narrative:
(B)(4). The flogard infusion pump was serviced on-site. A visual inspection identified that the safety shim clamp was damaged. The safety clamp shim was replaced to fix the malfunction. The pump passed all tests and was returned to the customer in good working order. Should additional relevant information become available, a follow-up medwatch will be submitted.

Event description:
During on-site service, the baxter service technician found that the flogard infusion pump had a damaged safety clamp shim. This malfunction was identified during evaluation; therefore, there was no patient involvement. Additional information is not available.